Manufacturer narrative:
The device serial number was not provided; without it the device manufacture date cannot be determined. The device is available for eval but has not yet been received. Add¿l info will be submitted once the device is received and the quality investigation is complete.

Event description:
The micro sagittal saw was sent in for eval because it would start to run on its own without activation during a procedure. Readily available alternate devices were used to complete the procedures; no adverse events were associated with the device.